Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4). The initial result was 5.7 inr at 10:58 a.m. The customer re-tested using a different finger at 11:01 a.m. With a result of 3.2 inr. The customer thought the result of 3.2 inr was correct. The customer's therapeutic range is 2.0- 3.0 inr. No treatment was received. There was no allegation that an adverse event occurred. The customer feels ok. The customer is using capillary tubes to dose the strips. The customer thinks the blood drop used for one of the tests was thicker than the other drop. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies. The customer has not had any change in her coumadin dose, is not taking any new medication, has not been ill recently, has not had any diet changes, and has not had any bruising requiring medical attention. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Customer stated they may not be applying blood within 15 seconds of the fingerstick. Per product labeling, when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned strips and meter were tested using a retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr , qc 2: 2.9 inr , qc 3: 3.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory on the date stated by the customer. The alleged results were observed in the meter's patient result memory on (B)(6) 2019.